Event description:
It was reported by the patient that they may have to have the device pocket surgically repaired and the device re-positioned. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.